Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. G2 report source other: medwatch report 0300380000-2024-8018. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch user report 0300380000-2024-8018: "during preparation for surgery, the ventilator bellows were attempted to be engaged. Per the cna (certified registered nurse anesthetist), they did not move so he returned to manual ventilation. The machine was adjusted and they still did not move. A final adjustment and, at a setting of 500 for tidal volume, the bellows barely moved, maybe 85 of air. By this point the supervisor was in the room and the decision was made to switch out the machine. Patient not attached to machine during event."

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.